Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. The customer's blood glucose value was unknown. Customer reports they were able to clear the alarm. Customer able to complete insulin pump rewind. Customer states insulin pump alarmed shortly after inserting a new battery. Customer states insulin pump also had battery out limit alarm. Customer advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days. Device received with all operating currents within spec and passed unexpected restart error test and displacement test. No unexpected battery out limit alarm anomalies noted. No unexpected restart alarm anomalies noted.